Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after delivery of the pipeline in the phenom microcatheter, the distal portion of the pipeline failed to open. Troubleshooting methods were performed, but the issue did not resolve. It was indicated that all devices were prepared as per the instructions for use (IFU), and it was reported that there was no patient involvement with the event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
H3: the pipeline flex with shield (model: ped2-500-20 lot: b037648) and the phenom 27 catheter (model: fg15150-0615-1s lot: ja20-067) were returned for analysis. The pipeline flex with shield was returned outside the phenom 27 catheter. For further examination, the catheter was cut to remove the pipeline flex with shield braid from the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched. No bend was observed on the pushwire. The distal end of the pipeline flex shield braid appeared not opened due to damaged braid. The proximal end of the braid was found fully opened and slightly frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were examined; and no damages were found. The catheter body was found to be kinked at ~39.5cm and ~54.0cm from distal tip. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; h owever, the resistance observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield was confirmed to have failure/incomplete open distal (flex) as the distal end of the pipeline flex shield braid appeared not opened due to damaged braid. However, the event cause could not be determined. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes for failure to open include patient tortuous anatomy and damage to the braid. It is likely that the moderate vessel tortuosity may have contributed to the event. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the distal section failed to open while inside the patient but the device had not yet been deployed. The device had not been placed in a vessel bend. Attempts to resheath were made, but another pipeline was used to complete the procedure. The patient was being treated for an aneurysm located in the internal carotid artery. The neck was 5 mm wide. The patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.